Event description:
The reporter stated that the surgeon was advancing a single piece silicone lens model aa4207vf in the injector and the lens became stuck. There was no patient contact or injury.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows the lens has a small tear in one plate haptic. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.